Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of 'when the machine hits a bump i.e. On/off an elevator the screen will automatically toggle from the ultrasound screen to the 3cg screen - when increasing gain using the touch screen it will freeze then go to 100%...when you lower the gain the same occurs - screen freezes during procedures'. Is unconfirmed. While servicing, never experienced any abnormal latency issues and was found to be normal for an sr8 scanner. The device was serviced, teste and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per PICC team - 'when the machine hits a bump i.e. On/off an elevator the screen will automatically toggle from the ultrasound screen to the 3cg screen - when increasing gain using the touch screen it will freeze then go to 100%...when you lower the gain the same occurs - screen freezes during procedures'.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per PICC team - 'when the machine hits a bump i.e. On/off an elevator the screen will automatically toggle from the ultrasound screen to the 3cg screen. When increasing gain using the touch screen it will freeze then go to 100%. When you lower the gain the same occurs screen freezes during procedures'.